Event description:
Reportedly, the patient implanted with the subject lead was hospitalized due to inappropriate shock caused by oversensing. Furthermore, it was indicated that there had not been noise sensing prior to (B)(6) 2016. The associated ICD was reprogrammed to reduce the ventricular sensitivity (1 mv) and the vf persistence was extended to 10 cycles. The patient will be transferred to another hospital to extract the lead.

Manufacturer narrative:
Additional information: an intervention was performed to correct the issue on (B)(6) 2016. The subject lead and associated ICD were explanted and replaced. No malfunction is suspected by the physician in relation to the ICD. The subject lead has been returned to the manufacturer for analysis.

Event description:
Reportedly, the patient implanted with the subject lead was hospitalized due to inappropriate shock caused by oversensing. Furthermore, it was indicated that there had not been noise sensing prior to (B)(6) 2016. The associated ICD was reprogrammed to reduce the ventricular sensitivity (1 mv) and the vf persistence was extended to 10 cycles. The patient will be transferred to another hospital to extract the lead.

Event description:
Reportedly, the patient implanted with the subject lead was hospitalized due to inappropriate shock caused by oversensing. Furthermore, it was indicated that there had not been noise sensing prior to (B)(6) 2016. The associated ICD was reprogrammed to reduce the ventricular sensitivity (1 mv) and the vf persistence was extended to 10 cycles. The patient will be transferred to another hospital to extract the lead.